Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's inner cannula was difficult to twist to unlock and remove it. It was reported that it was hard to lock and unlock because it was very tight once it was placed back again. The second device's inner cannula lock had dimensional issue. There was no reported patient involvement or outcome.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. The received components are one cuffless tracheostomy outer cannula. A functional test was performed inner cannulas were inserted and locked into the outer cannulas and no difficulty was observed at the time of locking and unlocking the cannula. A torque test was performed using the received inner cannula. No reported event was observed in the received sample. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.